Event description:
Phototherapy initiated for a noenate after total bilirubin result was 22.0 mg/dl. Retest of the same sample by spectrophotometry gave a result of 16.3 mg/dl. Revised calibrator values have been communicated to all users to improve total bilirubin accuracy.